Event description:
Personal emergency response systems, inc. 5777 west century blvd, ste 1490, los angeles,ca 90045. The purpose of this letter is to inform you that my co does not believe the event referenced above is reportable by us due to the fact that we did not mfg the equipment in question.